Event description:
According to the reporter, pre-operatively, during charging, the red lamp illuminated and the handle was not activated even after being removed from the charger. The issue was not resolved and the product was unable to be used. It was noted that the charger worked with other handles. There was no patient involved. Medtronic's initial evaluation of the incident is that when the handle was removed from the charger but did not initialize. The battery data was taken from the handle and the cfet (charge field-effect transistor) permanent failure was tripped. This would prevent the handle from charging.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. The primary analysis of the gas gauge file for the battery noted that the cfet (charge field-effect transistor) permanent failure status was tripped and the c26 capacitor of the battery board was shorted. It was reported that the signia handle did not initialize. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtr onic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.